Event description:
The customer reported via phone call that he went into the pool wearing the insulin pump and then received a battery error. He changed the battery and the insulin pump alarmed button error. Blood glucose value was 400 mg/dl. Customer treated with a bolus and that is when he received the alarm. He checked and the bolus was in the bolus history. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had all buttons functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Device was received with normal operating currents. Device was monitored for several days and no battery alarms occurred. No moisture damage found on the motor, battery tube and vibrator assembly. However, moisture damage was found on the electronic assembly during visual inspection. Device received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.